Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have had a lot of issues with pain and sparking feelings. It was noted the implantable pulse generator (ipg) has been checked multiple times and readings have been "abnormal and then went fine again". The patient also reported the device felt like it was winding down and they have become so dizzy they would "pass out". The device remains in use. No further patient complications have been reported as a result of this event.